Manufacturer narrative:
Mentor received additional event information that the patient¿s actual date of device implantation was (B)(6), and the patient¿s initials were provided. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a - the patient has not undergone explantation or reoperation at this time. (B)(4).

Event description:
It was reported via medwatch number mw5096299 that a female patient who underwent an unspecified breast surgery with unknown mentor saline breast implants has suffered the autoimmune disease scleroderma, and other systemic symptoms post-operatively, including ringing in the ears, rashes on arms and legs, severe fatigue, dry eyes and vision problems, vertigo that required hospitalization, brain fog, chest pain, shortness of breath, breast pain, severe itchiness, nerve and joint pain, numbness in extremities, urinary incontinence, g.I. Issues, coughing and sneezing fits, repeated sinus infections, liver numbers elevated test result, dyspnea, incontinence, unspecified infection, pain, tinnitus, visual disturbances, arthralgia, and cognitive changes. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the first of two implants.